Event description:
The customer reported that the insulin pump alarmed and insulin kept coming out while priming. The blood glucose reading was 73mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a cracked end cap.